Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. No frozen screen or button error alarm noted. Unit time/clock moved. However, unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery, no delivery alarms or prime/fill anomaly due to unresponsive button.

Event description:
Information received by medtronic indicated that insulin pump had insulin shot or squirted from infusion set when priming and required to prime more than once. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated insulin pump received false or unexplained no delivery alarms, had to press the act button more than once then will have to restart the pump if it freezes. Customer stated change battery more frequently. The device will not be returned for analysis.